Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that patient was taking longer to charge. Patient stated she charged every other day and noticed this last year. No symptoms reported.